Event description:
New information received notes that the lead was cut and capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: b1, b2, b5, h1 the results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of noise could not be confirmed. A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Additional information: d10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the patient's right ventricular (rv) lead. The patient presented in clinic and noise was reproducible. Lead revision was discussed. The patient was stable.